Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio observed that the device had logged an event code. It was also observed that the device could deliver defibrillation therapy but the output would only be monophasic. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to an ECG harness ferrite bead being miss-routed which caused damage to an integrated circuit (ic) chip, designator u1 on the analog pcb assembly.  A replacement device was provided to the customer under warranty.